Manufacturer narrative:
H4: the lot was manufactured from august 03, 2018 - august 04, 2018. H10: three (3) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak between the spike port cap tube and the spike port bonding area of the samples. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. This was identified while spiking the bags during fill activities for an ephedrine batch. There was no patient involvement. No additional information is available.